Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 targeting the cluneal nerve to treat hip pain. After activation of the system, the patient reported difficulty maintaining connection between the implantable pulse generator (ipg) and the external therapy discs, especially when changing body positions. On (B)(6) 2023 a surgical revision was performed to place a new ipg in a more optimal anatomical position in order to reduce the connectivity issues related to change of positioning.

Manufacturer narrative:
The original ipg was held by the medical facility and thus unavailable for testing by the firm. Based on patient symptoms being relative to positioning, it is likely that there are no malfunctions with the nalu system, rather the implant was placed in a suboptimal anatomical location for this patient. The system was activated successfully after revision and no further complaints have been received.